Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, nausea, ischemia, and hypertension are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after a xience xpedition stent delivery system (sds) was entered into the patients anatomy during a first diagonal coronary artery stenting procedure, the patient experienced hypertension of 165/95 and after the xience xpedition stent was implanted, the patient experienced chest pains (angina). The physician believes the angina was due to the vessel stretching or slow flow (ischemia). Medication was given for both the hypertension and the angina they both resolved the same day without an adverse patient sequela. Post-procedure, on (B)(6) 2013, the patient had more chest pains (angina) and nausea and vomiting (n/v). Medications were given for the angina and n/v and they resolved the same day without an adverse patient sequela. On (B)(6) 2013, the day following the index procedure, the patient had elevated cardiac enzymes. No treatment was provided and the cardiac enzymes resolved on (B)(6) 2013 without an adverse patient sequela. The hypertension, angina, n/v, and elevated cardiac enzymes were all reported as non-serious events per the study physician. The patient was discharged home on (B)(6) 2013. There was no additional information provided.